Event description:
Information received from the field notes that during a routine follow-up, the device could not be interrogated and exhibited no pacing or magnet response. The patient was in sinus rhythm at 45 bpm.